Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for chest tightness and chest pain. Coronary angiography showed triple vessel disease. A 2.75 x 18 mm and a 3.5 x 18 mm xience xpedition stents were implanted in a narrow lesion in the mid right coronary artery (rca) with 90% stenosis which was one of target lesions. The patient was discharged on (B)(6) 2014. In (B)(6) 2017, the patient was re-hospitalized due to no relief of heart discomfort with nitroglycerin. There was no coronary angiography or coronary CT scan record. The patient was discharged after fluid therapy. Per physician, the relationship between the event and the device is unknown. The patient is in general condition with occasional heart discomfort. No additional information was provided.